Manufacturer narrative:
Section b5: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient was at a high risk for deep vein thrombosis and pulmonary embolus, with a contraindication to anticoagulants and a history of chronic back pain. Five days prior to the implantation procedure, the patient fell from a height of 20 feet. A computed tomography (CT) scan revealed l2 burst fracture with retropulsion, and bone fractures in both ankles and his left wrist. The vena cava filter was placed in a good position at the l2-l3 vertebral level. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. Per the patient profile form (ppf), the patient reports perforation of the filter struts outside the inferior vena cava and the filter fractured. The patient also experienced chest pain, shortness of breath, heartburn and stomach pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient was at a high risk for deep vein thrombosis and pulmonary embolus. He also had a contraindication to anticoagulants and a history of chronic back pain. Five days prior to the implantation procedure, the patient fell from a height of 20 feet. He landed on the ground on his feet. A computed tomography (CT) scan revealed l2 burst fracture with retropulsion. The patient had bone fractures in both ankles and his left wrist.   The vena cava filter was deployed via the right internal jugular. It was placed in a good position at the l2-l3 vertebral level. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava and the filter fractured. The patient became aware of the reported events ten years after the index procedure. The patient also experienced chest pain, shortness of breath, heart burn and stomach pain. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that a perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.